Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump was received with critical pump error (open book image) alarm. Unable to verify software version due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the electronics, motor, force sensor, keypad flex tail, battery tube, internal battery and vibrator. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: serial number label fading, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Pump received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported insulin pump was dropped and had a crack on battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump and mmt-1884l was returned for analysis.